Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the dilution probe aspiration pump and determined that the reaction tray and dilution tray cuvettes replacement were overdue. The cse replaced the cells and lamp and ran wash 2, lamp energy check and cell blank. The cse also ran coefficient of variation check, calibrations, quality controls, and precision testing, all of which were acceptable. The cse found that creatinine urine quality control was low and replaced the saline solution but the issue did not resolve. During the follow-up visits, the cse performed multiple calibrations and adjusted the sample probe. The cse ran quality control, performed validation and the instrument was online. The cse reviewed the instrument data and determined that there were sample dilution probe position errors. The cse replaced the dilution probe mechanism and found that the sampling pump probe was mispositioned. The cse realigned the sampling pump probe and rectified the instrument to track alignment. The cse ran quality controls, performed validation and the instrument was online. The cause of the discordant, falsely low creatinine results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine (crea) results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate advia 2400 instrument, resulting higher than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine results.